Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: ppae (hemoptysis): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinician narrative: an impella rp flex was utilized in a 58-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock (ami-cgs). The patient¿s medical history was significant for coronary artery disease and diabetes mellitus. At presentation, the patient required inotropic and vasopressor support and was on mechanical ventilation for respiratory support. The patient was classified as scai stage e cardiogenic shock. A right heart catheterization (rhc) was performed prior to impella rp flex placement to determine the need for mechanical circulatory support. During the rhc, while the pulmonary artery catheter was advanced, the patient developed ventricular tachycardia and required defibrillation. Following defibrillation, circulating nursing staff noted the patient was spitting up blood. Examination of the patient¿s mouth did not reveal obvious sources of bleeding. A pulmonary artery angiogram was performed to evaluate for pulmonary artery perforation or dissection, and no extravasation was identified. Based on the clinical assessment, the decision was made to proceed with impella rp flex placement, which was delivered and initiated without incident. Following impella rp flex placement, the patient continued to cough up blood, and the decision was made to intubate the patient for airway protection while the source of bleeding was further evaluated. Subsequent evaluation determined the bleeding was originating from the patient¿s lingula, consistent with hemoptysis. After a comprehensive review of the available information, the reporting event did not identify evidence suggesting a causal relationship between the impella rp flex and the reported hemoptysis. The patient survived.